Event description:
Boston scientific received information that this system recorded two, low out of range pacing impedance measurements. The patient was contacted to return for follow-up, as this was a recent implant. Clinical follow-up confirmed the low impedance values: boston scientific's technical services (ts) was contacted for root cause analysis. Ts reviewed the available information, to include x-ray images; however was unable to clearly identify a root cause. Ts communicated that the observation maybe related to a lead anomaly and/or a connection issue within the device header. To date, no intervention has been performed and the current recommendation is to continue with remote monitoring for system changes. No adverse patient effects have been reported.

Event description:
Subsequently, the physician elected to surgically intervene so as to determine a possible root cause for the ongoing low impedances anomaly and threshold rise. Although no visible lead or device damage was observed and measurements via the psa were within normal ranges, the physician elected to removed the lead and the associated device due to an abnormal electrogram observation noted after ventricular pacing. Both the explanted lead and device are intended to be returned for laboratory analysis and another boston scientific system was successfully implanted with no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation at this time, is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead with a retracted helix. Technicians confirmed insulation cuts at 158 ¿ 163, 165, 168, 173 and 185 mm, from the terminal pin: the cuts resulted in exposure of the conductor coils at these locations. It was concluded that the cuts were likely induced from a scalpel blade, during the explant procedure. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Analysis concluded that the lead was electrically continuous; the clinical allegation of abnormal electrograms, could not be confirmed through returned product testing.